Manufacturer narrative:
Additional information added to b5. Section b1, b2, h1, and h6 updated.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted to safety mode. Also, the patient stated they felt their heart thumping for a few weeks. It was noted this patient was not device dependent. Technical services (ts) discussed safety mode settings and recommended device replacement. This crt-p remains in service. No adverse patient effects were reported. Additional information was received. This crt-p was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted to safety mode. Also, the patient stated they felt their heart thumping for a few weeks. It was noted this patient was not device dependent. Technical services (ts) discussed safety mode settings and recommended device replacement. This crt-p remains in service. No adverse patient effects were reported.